Manufacturer narrative:
Additional product codes: dzi, erl, hbe. An investigation was completed: the customer's complaint of component falling off was confirmed. The unit was evaluated and it was confirmed that the pick-up coupling loose. This is most likely due to normal wear over time. Pick-up coupling was loose. Device was returned to customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn device is an instrument and is not implanted/explanted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report received regarding the electric pen drive 60,000 rpm has a piece of the equipment falling off. This device broke during surgery, however, facility contact reported there was no patient harm and a new device was available. No additional information is available. This is report 1 of 1 for complaint (B)(4).